Manufacturer narrative:
Retainer ring = black on (B)(6). 2021 the insulin pump was returned due to customer allegation to high bgs. No allegation to pump defectiveness noted. Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08740 inches. No unexpected alarms noted during testing or in the insulin pump history/trace files. Successfully downloaded history files and traces using thus. No traces of moisture were noted at electronic assemblies or motor assemblies per visual inspection. The test p-cap does lock properly. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, keypad overlay texture damage, keypad overlay peeling, cracked battery tube threads, cracked case on the battery tube side, and missing serial number label. Unable to verify customer alleged for high bgs. No device problem found during full functional testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer' mother reported via phone call that her daughter experienced high blood glucose. Blood glucose reading was constantly high and in the range 300 mg/dl to 400 mg/dl. Customer did not report any signs of high blood glucose. Customer stated that they treated for the high reading by taking bolus with the pump but it did not go down much. The customer declined to troubleshoot for the high blood glucose incident. Customer was not using the auto mode feature at the time of the incident. The insulin pump was replaced and will be returned for analysis.